Event description:
It was reported that the pt underwent a breast augmentation in 2002 and was discharged to home. The pt was diagnosed with an infection and the pt was treated with a 10 day course on oral antibiotics.